Event description:
Patient reported experiencing elevated blood glucose (300-500 mg/dl). Patient alleged that the infusion device did not deliver the amount of insulin that was programmed. She indicated that she did not have any scar tissue and the site was not red, irritated, or swollen. Patient stated that she had not changed her piston rod in years. Indicating that pistion rod had been used longer than recommended. Patient stated that when she switched to her backup device, she started to get "some control on her sugar levels." She reported that her physician had the patient stop using the infusion device and return to injection therapy. Patient indicated that she was not doing much better on injection therapy. Patient did not report any physical symptoms associated with elevated blood glucose.